Event description:
On (B)(6) 2012, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra meter was in the settings mode when she was trying to test. The complaint was classified based on the customer care advocate (cca) documentation. On (B)(6) 2012, at an unknown time, the patient alleged the issue began. The patient reported that she takes oral medications with diet and exercise to manage her diabetes. The patient reported that she made no changes to her activity level or medications on the day of the alleged issue. The patient reported 8-10 hours after the issue began she developed symptoms of "shakiness." The patient reported in response to the symptoms, she had something to eat or drink on (B)(6) 2012. At the time of troubleshooting, the cca was unable to assist the patient in a walk through re-test due to the patient not having testing supplies available. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported because the patient claims she was unable to test on her lfs device due to the alleged issue, and developed symptoms suggestive of hypoglycemia, and required self treatment.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
Follow-up # 1 ((B)(4) 2012)-device evaluation: the meter involved with this complaint has been returned on (B)(4) 2012 and evaluated by product analysis (pa) on (B)(4) 2012 with the following findings: the meter passed testing with no faults found. The primary complaint was not confirmed. The test strips were also returned. However, testing was not performed since the alleged issue pertains to a meter issue only. At this time, lifescan considers this matter closed.